Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer was concerned that the bolus wizard would be doubling up the dose and he would go low. Customer had stopped using the bolus feature and was treating with manual injections. Blood glucose was 400 mg/dl and came down to 180 mg/dl. Customer was assisted in reviewing the settings; the parameters were entered correctly. The insulin pump has not given any alarms. The status screen matches the amount of insulin in the reservoir. Nothing further reported